Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead had low impedance, low sensing values and a higher unipolar impedance than bipolar. Per physician judgment the lead will remain in use due to venous access issues. No patient complications have been reported as a result of this event. It was reported that the lead will be explanted and replaced.

Event description:
It was reported that the right atrial lead had low impedance, low sensing values and a higher unipolar impedance than bipolar. Per physician judgment the lead will remain in use due to venous access issues. No patient complications have been reported as a result of this event.